Event description:
Instruments arrived from an outside vendor for a total knee arthroplasty. The tray was noted to be contaminated with visible bioburden of blood, tissue and bone. The tray was the 4.5mm va lcp instruments and screw set. The 3 items visibly soiled were the 5.0 cannulated drill bit, the push pull device, and the depth gauge.